Manufacturer narrative:
Insulin pump had minor scratches on lcd window, cracked case on lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Battery cap was slightly stripped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a battery cap that was stuck in battery input. Customer's blood glucose level was 20.0 mmol/l. Pump was not dropped or bumped. Battery cap was screwed on incorrectly. Pump will be returned for analysis and a loaner pump will be sent. No additional information provided.